Event description:
It was reported that upon de-access of the needle, it was found to be twisted. No patient injury was reported.

Manufacturer narrative:
No product was returned for evaluation. Four (4) pictures were received which showed the needle twisted as reported in the complaint and the product traceability from its label. The most probable root cause is that the product became damaged after it left the facility since a poka-yoke fixture exists ensuring this defect does not leave the manufacturing site. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).